Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer was hospitalized two weeks ago for diabetic ketoacidosis; he changed his infusion set and his blood glucose began to increase. He threw up all night long. The customer changed his site since he believed he inserted it incorrectly. The customer eventually went to the ER where they removed him from the insulin pump and put him on insulin drip. The customer's blood glucose was in the 300 mg/dl and 400 mg/dl range at the time of hospital admission. The customer declined assistance from the 24-hour product helpline as he did not believe this was an insulin pump issue. No products were returned or replaced.